Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.

Event description:
Baxter sales representative received report from customer on this set. Customer reported male luer lock adaptor separated from tubing during priming of the set. No patient involvement has been reported at this time. Samples are available for evaluation.